Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the customer¿s time of calling. However, corrupted history file prevented any further confirmation of past alarms to confirm the customer's allegations of rewind anomaly. Proceeded with the following testing to ensure proper functionality of unit. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. No unexpected alarms or anomalies were noted during testing. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. During visual inspection, moisture damage was found on motor force sensor connector on pcb1. Isolate to electronic assembly. Unit was also received with the following cosmetic damages: keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of rewind anomaly not confirmed when unit was able to rewind successfully during testing and no unexpected alarms were noted. However, customer allegations of cosmetic damage were confirmed when keypad overlay texture damage was noted during visual inspection. Additionally, moisture damage was found on electronic assembly during deconstructive analysis. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error alarm during rewind. The event involved product(s) mmt-1886. Troubleshooting was performed for pump error alarms. Customer was successfully cleared the alarm and did not receive request to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.